Manufacturer narrative:
This product has not been repaired in the past year. An inspection of the device it was observed that the bending cover was leaking, the angle wire were stretched and damaged, there was a decrease of output light, and that the nozzle was clogged with foreign material. This material could not be identified. The nozzle was cleaned, the angle wires were repaired, and the leaking was resolved with the correction of the nozzle. The light source was determined not to be repaired at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a device that was leaking. This was further reported to have occurred during cleaning, disinfection and reprocessing of the device prior to a gastroscopy procedure. It was then stated that the procedure was ¿not delayed more than 15 minutes¿, and that the case was finished with another similar device. There was no report of harm or medical intervention with this event. During inspection of the customer returned device, the nozzle was found clogged with foreign material. This report is being submitted for the event found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It could not be determined if the abnormal air/water flow was due to blockage of foreign material or the air/water nozzle deformation. It was presumed that the reprocessing method at the facility differed from the instructions for use (IFU) recommendations; and, the facility staff was less trained on reprocessing and/or device handling according the the IFU. The IFU documents the following regarding insufficient reprocessing and reprocessing to be performed immediately after each procedure: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU further states: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the channel cleaning adapter after each patient procedure¿. Olympus will continue to monitor field performance for this device.